Event description:
Facility alleges no hi/low down from left hand siderail.

Manufacturer narrative:
Tech alleges that the left side and right side hi/lo down switch were not working. Also switch not working right ucm cable and right caregiver board had dried fluid at the connection. Replaced right ucm cable and right caregiver board to resolve the issue.